Event description:
It was reported that this patients spouse contacted boston scientific technical services (ts) stating that they noticed a flashing red call doctor (rcd) icon on the remote monitoring communicator. The patient advocate noted that the patient returned from an extended hospital stay and noticed the rcd icon the next day. The rcd icon is an indication of a possible problem with the patients implanted implantable cardioverter defibrillator (ICD) system and the device data was unable to be transmitted by the communicator. The communicator was power cycled, a forced call was completed, and the communicator was noted to have successfully connected and transmitted device data. The communicator issue was resolved. After the successful transmission, ts indicated there was an alert for an out of range right ventricular (rv) lead pace impedance measurement that occurred approximately three months ago. Ts referred the patient advocate to the patients following clinic to discuss the data transmission and the observed alert. A subsequent review of remote monitoring data from the ICD system confirmed the alert was for a low out of range pace impedance measurement of less than 200 ohm on this right ventricular (rv) lead. The pace impedance trend shows there have been additional intermittent low out of range rv pace impedance measurements of less than 200 ohms. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patients spouse contacted boston scientific technical services (ts) stating that they noticed a flashing red call doctor (rcd) icon on the remote monitoring communicator. The patient advocate noted that the patient returned from an extended hospital stay and noticed the rcd icon the next day. The rcd icon is an indication of a possible problem with the patients implanted implantable cardioverter defibrillator (ICD) system and the device data was unable to be transmitted by the communicator. The communicator was power cycled, a forced call was completed, and the communicator was noted to have successfully connected and transmitted device data. The communicator issue was resolved. After the successful transmission, ts indicated there was an alert for an out of range right ventricular (rv) lead pace impedance measurement that occurred approximately three months ago. Ts referred the patient advocate to the patients following clinic to discuss the data transmission and the observed alert. A subsequent review of remote monitoring data from the ICD system confirmed the alert was for a low out of range pace impedance measurement of less than 200 ohm on this right ventricular (rv) lead. The pace impedance trend shows there have been additional intermittent low out of range rv pace impedance measurements of less than 200 ohms. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this patient has been seen twice in the office and this rv lead is continuing to exhibit chronic low out of range pace impedance measurements of less than 200 ohms. In addition, there are random single noise signals observed on the pacing and sensing channel but not on the shock channel. The signals were noted to be very rare and are not being oversensed. It was indicated there is no noise observed on any stored electrograms. Ts stated they do not think there is not enough evidence to suggest a rv lead integrity issue. It was noted that the patient has had some procedures recently, including a heart valve replacement. Ts stated that maybe the rv lead coil is hitting the new tissue valve in a specific way to elicit signals only on the pacing and sensing channel but not the shock channel. Ts recommended to the boston scientific field representative to perform a chest x-ray and testing in the clinic to see if the signal can be stored on a real time electrogram. Ts also recommended using a surface electrocardiogram on the patient to confirm if the signal is physiological or not. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patients spouse contacted boston scientific technical services (ts) stating that they noticed a flashing red call doctor (rcd) icon on the remote monitoring communicator. The patient advocate noted that the patient returned from an extended hospital stay and noticed the rcd icon the next day. The rcd icon is an indication of a possible problem with the patients implanted implantable cardioverter defibrillator (ICD) system and the device data was unable to be transmitted by the communicator. The communicator was power cycled, a forced call was completed, and the communicator was noted to have successfully connected and transmitted device data. The communicator issue was resolved. After the successful transmission, ts indicated there was an alert for an out of range right ventricular (rv) lead pace impedance measurement that occurred approximately three months ago. Ts referred the patient advocate to the patients following clinic to discuss the data transmission and the observed alert. A subsequent review of remote monitoring data from the ICD system confirmed the alert was for a low out of range pace impedance measurement of less than 200 ohm on this right ventricular (rv) lead. The pace impedance trend shows there have been additional intermittent low out of range rv pace impedance measurements of less than 200 ohms. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this patient has been seen twice in the office and this rv lead is continuing to exhibit chronic low out of range pace impedance measurements of less than 200 ohms. In addition, there are random single noise signals observed on the pacing and sensing channel but not on the shock channel. The signals were noted to be very rare and are not being oversensed. It was indicated there is no noise observed on any stored electrograms. Ts stated they do not think there is not enough evidence to suggest a rv lead integrity issue. It was noted that the patient has had some procedures recently, including a heart valve replacement. Ts stated that maybe the rv lead coil is hitting the new tissue valve in a specific way to elicit signals only on the pacing and sensing channel but not the shock channel. Ts recommended to the boston scientific field representative to perform a chest x-ray and testing in the clinic to see if the signal can be stored on a real time electrogram. Ts also recommended using a surface electrocardiogram on the patient to confirm if the signal is physiological or not. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead is continuing to exhibit consistent low out of range pace impedance measurements of less than 200 ohms. It was indicated there is no noise observed and rv threshold measurements are normal and stable. It was noted that a couple of weeks prior, the rv shock impedance measurement increased from 77 ohms to 110 ohms for one day, but these measurements are within normal specification limits. Ts suggested performing isometric testing and a full rv lead evaluation. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.